Event description:
I was advised by my physician to use sculptra for injections in the periorbital area of my face to plump up and enhance those areas. Immediately, the sculptra formed a large "pool" under one eye. Since the initial injections, large nodules have formed under both eyes, and they have not dissolved even with steroid injections into the nodules. I have since researched and found out that this is a common occurrence and that sculptra is not safe or effective for the periorbital areas. I have had no satisfaction in correcting the problem, and these side effects were not listed on the consent form, nor on the sanofi-aventis pharmaceutical website.